Manufacturer narrative:
A siemens technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicate that the cause for the discordant total bilirubin_2 and creatinine_2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high advia chemistry 1800 tbili_2 and crea_2 results were obtained on one patient sample. A second sample was drawn the following day and lower patient values were generated for both assays. A third sample was then drawn with results similar to day one. There are no known reports of adverse health consequences due to the discordant tbili_2 and crea_2 results.